Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a surgery 2-3 months ago and they were told to turn stim off for the procedure. Patient said when they turned stim back on, they got off of the program they were on and they don't know how that happened. No further action taken by pats, documented reported event. Patient also mentioned that they are encountering a password when they try to use the programmer. An request was sent to the repair department. Additional information was received from the patient on (B)(6)2025. They reported that they had received the handset and communicator replacement and needing to pair them. Caller states after swiping the screen to unlock it, they get a screen that shows dynamic lock screen with different images. Pss consulted with hcit and the issue was resolved. Patient states having symptoms for at least 6 months. During the call, patient increased the settings. Patient states they have a surgery this afternoon and need to turn therapy off. Pss reviewed and patient was able to turn therapy off.

Manufacturer narrative:
Continuation of d10: product ID hh9020snm lot# serial# unknown, product type product ID a52300 lot# serial# unknown, product type software h6: correction submitted to include update line item 30 imf code f11 to f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.